Event description:
It was reported that the remote monitoring transmission indicated the device was at end of service (eos). A clinic check of the device found the eos was triggered due to an excessive charge time of greater than 30 seconds. The device charge circuit was inactive. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary continued: further analysis was completed to check the integrity of the hybrid charge circuitry by measuring nodal resistances, voltages and leakages. All measurements were nominal. When the hybrid was powered with an external supply, the charging voltages and times were nominal for 35j full energy charges. However, when the hybrid was powered with the battery of the returned device, the charge times were longer than nominal including a timeout during a 20j attempt. It was concluded that the reported charge timeout was caused by the device battery. No hybrid anomalies were found. No internal short occurred in the battery. The condition of the anode suggests the battery saw a higher device drain rate which would increase the discharge of the lithium along the edges and the likelihood of the lithium severing seen in the battery.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 1056t competitor implantable pacing lead (B)(6) 2006; 1688tc competitor implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary continued: analysis of the device memory indicated a charge circuit timeout.